Event description:
Reportedly, the staff completed a procedure which did not require electrosurgery. While the staff was cleaning the surgical area with a benzoin solution they noticed a few "bleeders," and the choice was made to seal the "bleeders" with electrosurgical device and unit. When the instrument was applied the solution caught fire. The pt received second degree burns to the area, at present there is no pt update or current pt status. The account reports using the device for 1 1/2 days after this incident before the unit was returned for evaluation. The account was unable to provide details about the accessories (i.e. Handpiece, return electrode) used with the unit.